Event description:
It was reported that the device was used during a stereotactic breast biopsy. It was reported by the rep that after the biopsy the surgeon attempted to leave a clip. After deploying the clip, the surgeon attempted to remove a clip from the probe and encountered resistance. The metal end of the clip dislodged from the applier and could not be removed from the breast. Post biopsy mammogram shows that a piece of the applier was left in the breast. The clip was used with a p1155 probe.